Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection it was observed that the tube membrane assembly was ripped. Functional test was not performed since the defect was visually confirmed. The root cause of the reported malfunction was not determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility contacted baxter (B)(4) technical services to report a y-type blood/solution set that was difficult to disconnect. The nurse had a hard time removing the spike from the bag. The nurse reported that "it was difficult to twist [the] spike out of bag". The inner cannula of the IV bag came off suddenly, resulting in the autotoxic agent to be spilled. The facility reports that this is a reoccurring problem. The nurse was wearing appropriate personal protective equipment so was not exposed nor harmed by the toxic agent. The malfunction was reported to have occurred during infusion. There was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4): during further review of complaint information it was noted that there is no clear indication from the customer that there was a leak/spill as previously reported.